Manufacturer narrative:
B5: upon follow up it was reported 13 days after event onset, the patient was recovered from the peritonitis event and was discharged from the hospital. On an unknown date, antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every 4th day, ongoing, route and duration were not reported) and amikacin injection (125mg, once daily, ongoing, route and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.